Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were partially confirmed. The issue of the defective nozzle was not confirmed; however, the insufficient angle was confirmed. Additional issues were identified during the device evaluation: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; water tightness was lost due to deformation of the up and down knob; the suction cylinder and the forceps channel port were shaved; the control unit had discoloration; the play of the up and down knob was out of standard value due to wear of the angle wire; and scratches were found at multiple locations on the device. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. They did not wipe/brush the air/water nozzle with clean, lint-free cloths, brushes, or sponges. The endoscope was not immersed in the detergent solution, and it is unknown if the customer flushed the air/water nozzle channel with the detergent solution. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility. Conclusion: the root cause could not be identified. According to the results of the investigation, the foreign material could not be identified; however, according to the information obtained, it is possible that the foreign material remained because the reprocessing deviated from the instruction manual. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointenstinal videoscope had an insufficient angle, a down angle, and a defective nozzle. The issues were discovered during an inspection for use and during a diagnostic screening test. The intended procedure was completed, and there was no report of patient harm. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.